Event description:
The user facility reported that an employee ran a scope through a diagnostic cycle in the system 1e. A second employee came into the room, removed the scope without inspecting the printout and the scope was subsequently used during a patient procedure. A third employee discovered the processing error and reported it. The hospital followed their internal procedures and the patient was administered antibiotics as a precaution; no adverse events have been reported.

Manufacturer narrative:
A steris service technician inspected the system 1e processor and found it was operating properly; no issues noted. The operator manual pp (1-1) states: "devices are not liquid chemically sterilized and/or adequately rinsed when a liquid chemical sterilization cycle is cancelled," pp (1-2) "caution: never use sterilant for the diagnostic cycle," pp (8-7, 8-8) "the purpose of the diagnostic cycle is to ensure that the electro-mechanical systems of the processor are functioning correctly. The cycle consists of a series of internal tests which are performed sequentially. Successful completion of a diagnostic cycle assures the operator that the processor will operate as designed for the liquid chemical sterilization of medical devices." The diagnostic cycle is a test cycle used to check the operation performance of the system 1e. Steris performed in-service training on (B)(4), 2012.